Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device expulsion ("migration of the essure device/malposition of essure device location of device: partially in uterus,"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage),"), genital haemorrhage ("heavy and irregular bleeding"), infection ("serious infection") and sepsis ("infection (other) describe:sepsis.") In a (B)(6) female patient who had essure inserted (lot no. C76455) for female sterilization. Additional non-serious events are detailed below. Other product or product use issues identified: device ineffective ("device ineffective" on (B)(6) 2015) and device insertion difficult ("was very difficult for the doctor to implant the essure in the right position"). The patient had a medical history of sinus infection in 2016. Non-tender, non-distended. No culture data are positive. Receiving empiric therapy. Increased risk for adverse drug reactions, line complications, readmission. Concurrent conditions were listed as infertility since 2014 as well as nausea, ovarian infection, hypocalcemia, nabothian cyst, pelvic infection, leukocytosis, tachycardia, systemic inflammatory response syndrome, abdominal infection, cyst removal (multiple surgeries x 6-7), malaise, fever, neck pain and headache. Concomitant products included promethazine since 2016, metronidazol [metronidazole] since 2016, doxycycline since 2016, jolessa (ethinylestradiol;levonorgestrel) from 2014 to 2017 and diclofenac potassium for pain. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 13 days after essure insertion, she experienced menstrual cramps ("dysmenorrhea (cramping)"). In 2014 she experienced partial expulsion of device (seriousness criteria medically important and intervention required) with pelvic pain. In (B)(6) 2015 she experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and bleeding vaginal ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015 she experienced pregnancy with contraceptive device (seriousness criterion medically important). On (B)(6) 2016 she experienced nausea ("nausea"). An unknown time later she experienced genital bleeding (seriousness criterion medically important), infection (seriousness criterion medically important), dyspareunia ("dyspareunia"), hair loss ("hair loss"), back pain ("back pain"), sepsis (seriousness criterion medically important), abdominal pain lower ("abdominal pain lower") and endometriosis ("endometriosis"). The patient was treated with surgery (removal). At the time of the report, the heavy menstrual bleeding and vaginal haemorrhage had resolved and the endometriosis had not resolved. The outcomes for device expulsion, pregnancy with contraceptive device, genital haemorrhage, infection, dyspareunia, alopecia, back pain, sepsis, nausea, dysmenorrhoea and abdominal pain lower were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, heavy menstrual bleeding, infection, nausea, pregnancy with contraceptive device, sepsis and vaginal haemorrhage to be related to essure administration. The reporter commented: plaintiff planning for essure removal reason(s) for ,injuries/complications related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20.114 kg/sqm. [Hysterosalpingogram] on (B)(6) 2015: results: full occlusion, satisfactory position bilaterally. Gyn ultrasound report findings: the uterus was avaf and normal in size/shape. The endometrial cavity appears rotated ¿ 90 degrees from its normal axis. A thin, coiled appearing hyperechoic structure can be easily arising from one cornua. In the contralateral portion or the uterus is another hyperechoic structure, presumed to be the other essure coil. This coil was not seen as readily. The cds and adnexa are markedly abnormal appearing. The cds show cystic structures with a ground glass appearance. In the right adnexa are multi-cystic structures with a tubolinear appearance. These structures show normal doppler signal. In the left adnexa are 2 cystic masses with low level echoes, ground glass appearing. CT of the abdomen and pelvis. The CT of abdomen and pelvis revealed fluid-filled structures in the adnexal area bilaterally which may be from hydro-salpinx. She does have a history of endometriosis with multiple cyst removal surgeries. She has also undergone in vitro fertilization secondary to infertility. She apparently had essure plugs inserted into her fallopian tubes in september 2014, to prevent fluid from entering her uterus. She was admitted with sepsis, headache, back pain, lower abdominal pain, and nausea, history of endometriosis and history of in vitro fertilization. She stated that she did have some mild nausea this morning but that is also better. CT abdomen and pelvis with contrast CT of abdomen and pelvis was performed with intravenous contrast. Impression: fluid filled structures in the adnexal area bilaterally which may be from hydrosalpinx. Evaluation limited without enteric contrast. Consider pelvic ultrasound evaluation. CT abdomen showed hydro-salpinx. Patient was given rocephin and azithro and transferred here as there was concern from outside ed that she had a gynecologic infection as she has a history of essure placement by physician in the past. Impression: fluid filled structures in the adnexal area bilaterally which may be from hydrosalpinx. Evaluation limited without enteric contrast. Consider pelvic ultrasound evaluation. On (B)(6) 2016 CT abdomen showed hydro-salpinx. Patient was given rocephin and azithro and transferred here as there was concern from outside ed that she had a gynecologic infection as she has a history of essure placement by physician in the past. CT abdomen pelvis with contrast (abnormal) findings: reproductive- the right and left ovaries appear enlarged, measuring approximately 8.3 x 4.2 cm on the right and 5.2 x 2.8 cm on the left. Both ovaries contain several cystic structures, the largest on the left measuring approximately 2.8 cm in diameter and the largest on the right measuring approximately 1.6 cm in diameter. Bilateral tubal occlusion devices are in place. Exam: us pelvis, non-ob, transvaginal findings: a few hypoechoic areas are scattered around the cervical os consistent with nabothian cysts. The myometrium is slightly heterogeneous. The endometrium measures 11.1 mm in maximal thickness. A few punctate areas of increased echogenicity are present in the endometrium which may represent small calcifications. Trace free fluid is present in the pelvis. A structure in the right adnexa measuring 7.3 x.4.7 x 4.8 cm is present which may represent the ovary. An anechoic area is present within this structure measuring 1,5 x 1.2 x 1.5 cm likely representing a cyst. Hypoechoic areas are scattered throughout the left ovary, the largest of which measures 4 x 3.2 x 2.7 cm. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: (B)(6) 2020: removal details updated. This case is being submitted retrospectively following an internal review. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the essure device/malposition of essure device location of device: partially in uterus,'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage),'), genital haemorrhage ('heavy and irregular bleeding'), infection ('serious infection') and sepsis ('infection (other) describe:sepsis.') In a 32-year-old female patient who had essure (batch no. C76455) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2015 and device difficult to use "was very difficult for the doctor to implant the essure in the right position". The patient's medical history included sinus infection in 2016. Non-tender, non-distended. No culture data are positive. Receiving empiric therapy. Increased risk for adverse drug reactions, line complications, readmission. Concurrent conditions included infertility since (B)(6) 2014, headache, neck pain, fever, malaise, cyst removal (multiple surgeries x 6-7), abdominal infection, systemic inflammatory response syndrome, tachycardia, leukocytosis, pelvic infection, nabothian cyst, hypocalcemia, ovarian infection and nausea. Concomitant products included diclofenac potassium for pain as well as doxycycline since 2016, ethinylestradiol;levonorgestrel (jolessa) from 2014 to 2017, metronidazole (metronidazol) since 2016 and promethazine since 2016. In 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 13 days after insertion of essure. In (B)(6) 2015, the patient experienced heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), infection (seriousness criterion medically significant), dyspareunia ("dyspareunia"), alopecia ("hair loss"), back pain ("back pain"), sepsis (seriousness criterion medically significant), abdominal pain lower ("abdominal pain lower") and endometriosis ("endometriosis"). The patient was treated with surgery (removal). Essure was removed. At the time of the report, the device expulsion, pregnancy with contraceptive device, genital haemorrhage, infection, dyspareunia, alopecia, back pain, sepsis, nausea, dysmenorrhoea and abdominal pain lower outcome was unknown, the heavy menstrual bleeding and vaginal haemorrhage had resolved and the endometriosis had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, heavy menstrual bleeding, infection, nausea, pregnancy with contraceptive device, sepsis and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: plaintiff planning for essure removal reason(s) for ,injuries/complications related to essure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: full occlusion, satisfactory position bilaterally. Batch no: c76455, production date: 2014-07-15, and expiration date: 2017-07-15. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 31-may-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.